Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - during the implant procedure, the lead perforated the heart and the patient's blood pressure dropped. No additional adverse patient side effects have been reported. The device was explanted. After the blood pressure returned to normal, a new lead was successfully implanted.